Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] suction, instrument, insufflate and auxiliary channel: penicillium (13 cfu) [second time; (B)(6) 2020] suction, instrument, insufflate and auxiliary channel: enterococcus faecium (4 cfu) [third time; (B)(6) 2021] suction and instrument channel: acinetobacter iwoffii (3 cfu) air/water channel: acinetobacter iwoffii (8 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440 adaptascope(wassenburg), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to omsc but was returned to the olympus customer service in france. The customer service found following; the distal end cover was damaged. The bending section rubber worn and was torn. The switch 1 on the control body worn and was torn. The insertion tube was peeled off. The scope failed the angle inspection. The device was repaired. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.